Event description:
This is an excerpt regarding the event as reported per medwatch report: "this pt with a complicated abdominal history and multiple prior surgeries had bowel obstruction and internal hernia. The pt had lysis of adhesions and her abdomen was left open at the end of that procedure. The pt returned to the operating room three days later for abdominal washout and cholecystectomy (mass was identified on gallbladder during the first operation). Four days later, the pt returned to the operating room for final washout and closure of abdomen with xenmatrix porcine mesh placement and the skin was closed over the mesh. Subsequently, the incision started to drain which was initially thought to be fat necrosis and seroma, but began to look more purulent. Five days later, the surgeon removed the sutures from the skin and opened the incision to find the mesh had melted/completely disintegrated; the pt was eviscerating. Pt was taken to the operating room emergently for wound washout and wound vac placement and has since undergone 4 more abdominal surgeries and remains in the surgical intensive care unit. Of note, the wound was not known to be contaminated at the time the mesh was placed."

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. A DHR review has been conducted. No mfg discrepancies were found in the DHR. All mfg occurred to spec. Certificate of sterility was reviewed; the lot was sterilized per current validated standards.